Event description:
Customer tested blood glucose and received a result of 438 mg/dl. Dosed 15 units of insulin. Was later found unconscious. Emt's were called and they checked blood glucose and received a result of 30 mg/dl. Customer was given an IV. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.